Event description:
Information received from the field notes that the patient was in the hospital with intermittent ventricular output. The magn et rate was 60 ppm and the monitor showed pauses of up to 3 seconds.